Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The greater then 90% stenosed target lesion was located in the mildly tortuous and heavily calcified proximal left anterior descending artery. Predilation was not performed. The 16mm x 3.50mm ion otw us stent delivery system was advanced through a 6f, 4.0 non-bsc guide catheter to the target lesion but did not cross. Upon removal it was the noted that some of the stent struts were "sticking up." The guide catheter was exchanged for a second 6fr 4.0 non-bsc guide catheter and the procedure was successfully completed using a 2.5x12 non-bsc balloon and a 3.0x12 nc quantum apex balloon for predilation followed by the deployment of a 3.0x20 ion stent. No patient complications were reported and the patient's status is listed as fine.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The greater then 90% stenosed target lesion was located in the mildly tortuous and heavily calcified proximal left anterior descending artery. Predilation was not performed. The 16mm x 3.50mm ion otw us stent delivery system was advanced through a 6f, 4.0 non-bsc guide catheter to the target lesion but did not cross. Upon removal it was the noted that some of the stent struts were ''sticking up.'' The guide catheter was exchanged for a second 6fr 4.0 non-bsc guide catheter and the procedure was successfully completed using a 2.5x12 non-bsc balloon and a 3.0x12 nc quantum apex balloon for predilation followed by the deployment of a 3.0x20 ion stent. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer: the ion stent delivery system (sds) was received for analysis. A visual examination of the returned device identified that the balloon was tightly folded and the stent was centered between the markerbands. There were several flared and bent struts in the first and second proximal row of stent struts. There was no damage to the sds. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).